Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer's blood glucose level was noted at 210 mg/dl. A replacement pump with serial number was expected to be provided. No further information about the customer¿s outcome or actions was available.